Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the ventilator stopped working during ventilation. It was alarming tf 446029 (ambient failure detected), tf 431001 ( blower fault). No health consequences or impact.